Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable component failure, damaged light guide cover glass and light guide bundle, damaged charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image and no image issue was caused by component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited dark image and sometimes the image completely disappeared. The issue was identified during an unspecified procedure. There were no reports of patient harm.